Event description:
Customer alleges lack of support due to stretched out springs, mattress sinks down, and bed rails dig into legs. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 2 years 7 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's preexisting medical condition is stated as recently having had lumbar fusion surgery. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that this is a rental bed that they took out for the consumer on (B)(6) 2011. The patient used it for one day and stated that the unit was in poor condition and allegedly aggravated her back. The consumer claimed that the lack of support in the mattress caused her back to ache again. The bed system (bed, mattress and rails) were picked up last week by the dealer and the dealer took out a different style of bed and the consumer was satisfied. The dealer stated that the incident did not happen due to the product malfunctioning. The consumer just did not like the style of bed, mattress that was delivered. The product is being returned to invacare for an inspection and evaluation.